Event description:
The surgeon inserted a 17.0 diopter cq2015 collamer three-piece lens but the trailing haptic tore off. The lens was cut up to remove with no patient injury. The reporter stated the cause of the torn haptic was due to the injector pluger. Another same type lens was implanted.